Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 1.4, doctor's meter (coagucheck): 3.0. Time between testing: two hours. Therapeutic range: 2-3. Trouble obtaining blood/milking finger.

Manufacturer narrative:
Investigation pending.